Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be duplicated. The unit was found to meet all performance requirements. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from USA that the irrigation pump will not come out of the console. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There is no add'l info available.